Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph provided. Bd received one photograph that displayed two dispenser boxes. Dispenser #1 referenced a label from catalog number 383532, lot number 8269937. The dispenser print (drawing) revealed to be of a dual port product. Dispenser #2 referenced a label from catalog number 383532, lot number 9058556. The dispenser print (drawing) revealed to be of single port product. The photo revealed a discrepancy in the print of the dispenser boxes, which confirms the reported issue. The findings are physical evidence confirming that the defect/failure was manufacturing related as this lot number 9058556 is of catalog number 383532, bd dual port product; thus confirming that an incorrect dispenser was used. H3 other text.

Event description:
It was reported that before use of the bd nexiva dual port 22ga 1.00in the label on the package did not natch the product inside the package. Double port was in single port carton. A total 20 items were in the wrong package. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: double ports nexivas were in the single port nexiva shelf carton.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9058556, medical device expiration date: 2022-01-31, device manufacture date: 2019-02-27. Medical device lot #: 8269937, medical device expiration date: 2021-08-31, device manufacture date: 2018-09-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva dual port 22ga 1.00in the label on the package did not natch the product inside the package. Double port was in single port carton. A total 20 items were in the wrong package. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: double ports nexivas were in the single port nexiva shelf carton.